Event description:
Related manufacturer report number: 2017865-2023-36196, 2017865-2023-36198. It was reported during implant procedure that the atrial lead exhibited oversensing due to noise. This lead was exchanged. However, this replacement as well as the right ventricular lead were dislodged when the patient went into cardiac arrest. The leads were removed, and neither them nor their placement were believed to have caused or contributed to the arrest. The patient stabilized following procedure.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned for analysis. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix retracted and covered with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.